Event description:
Adverse event(s): "glare around street lamps and starburst" (visual disturbances); "halos" (halo). Product problem(s): "none reported "(no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is experiencing halos, glare and starburst. He stated that, according to his surgeon, all of the astigmatism has been corrected and his symptoms should go away with time. The consumer stated he was very nearsighted prior to surgery and is very happy with his vision overall. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).